Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an unspecified lead anomaly was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition. Additional information was requested but is not yet available.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.